Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient was admitted to the hospital on (B)(6) 2021 for tachycardiomyopathy due to fast conducted atrial fibrillation. On date (B)(6) 2021 at 01:17, he presented with 2 episodes of ventricular fibrillation successfully treated by shocks from the subject ICD. The patient died due to untreatable cardiac arrest.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was admitted to the hospital on (B)(6) 2021 for tachycardiomyopathy due to fast conducted atrial fibrillation. On date (B)(6) 2021 at 01:17, he presented with 2 episodes of ventricular fibrillation successfully treated by shocks from the subject ICD. The patient died due to untreatable cardiac arrest.